Event description:
It was reported that the asymptomatic patient received a vibratory alert for high, out of range high voltage lead impedance. The lead was explanted and replaced. The patient was doing well with no complications after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. The lead exhibited normal electrical characteristics.